Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a bio-ID login issues. The customer reported that the bio-ID was locked up. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user experienced a bio-ID login issue. A technical support specialist confirmed that the issue is resolved after the reboot. The system functioned as intended after the technical support specialist troubleshot the device.